Event description:
Initial assessment identified an increased intraperitoneal volume (iipv) situation which occurred on (B)(6) 2010, drain cycle 6. The home patient (hp) drained 3949 ml. The fill volume was 2400 ml. This drain volume meets iipv criteria.

Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any results of evaluation will be provided in a follow up emdr.